Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. The patient reported have rods broken and is in severe pain. No additional patient complications were not reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.